Event description:
It was reported that after an interventional coronary procedure, arteriotomy closure was attempted of the common femoral artery using a perclose proglide device. Reportedly, as the device was being inserted over a guide wire into the vessel, resistance was felt. The device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The operator was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch the following information was received: a second proglide device was used to achieve hemostasis, not manual arterial compression as initially reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty encountered inserting the sheath of the device into the vessel could not be confirmed as analysis of the device did not reveal any device anomaly or deficiency. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.